Event description:
Device 4 of 6. Reference MFR reports: 1627487-2011-08026, 08027, 08028, 08030, 08032. It was reported by the pt that the scs therapy was no longer of benefit in treating the pt's pain. The device had been turned off for three months and then the entire scs system was explanted. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.